Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number 3006705815-2022-15407. It was reported that patient experienced ineffective therapy. Reportedly, the scs system was autoreducing and system diagnostics recorded high impedances. As a result, surgery intervention was undertaken wherein the leads were explanted. Additional surgical intervention may take placed to address the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified that patient underwent surgical intervention on (B)(6) 2022, wherein, the leads were replaced. Effective therapy was restored post operatively.